Event description:
Possible atrial lead oversensing vs undersensed atria arrhythmia noted on egms dated (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).